Event description:
An additional adverse event (ae#2) and additional info was received for this study pt. The info received indicated that approx eight and one-half months after the index procedure, the pt had a re-percutaneous coronary intervention (re-pci) two days after admission. The two previously implanted cypher select plus stents: a 2.5 x 18 mm and a 3.0 x 23 mm stent had diffuse 50% in-stent restenosis and timi 3 flow. These lesions were not treated at this time. The pt was admitted due to a non-q wave, anterior wall myocardial infarction (mi) and heart failure (chf). The pt was intubated. The pt was said to have progression of disease in the left anterior descending (lad), and a pci was done with insertion of two bare metal stent. The mi/chf were reported to be: unrelated to the study devices/procedure, was not target vessel related, and did not require CABG surgery. There was no evidence of stent thrombosis.

Manufacturer narrative:
Adverse event #1 (ae#1): a report was received from the study indicating that the pt had mildly elevated cardiac enzymes after the index procedure during which two (2) cypher select plut stents were implanted electively: a 2.5 x 18 mm in the proximal right coronary artery (rca) and a 3.0 x 23 mm in the mid rca. There were no procedural complications or product deviations reported. The pt was discharged three (3) days after the procedure. Sixteen days post index procedure; the pt had a non-q wave myocardial infarction (mi) and was hospitalized for pulmonary edema. It was reported that the mi was not target vessel related and was unrelated to any cordis product. Angiography revealed a 50% stenosis in the proximal rca stent with timi 3 flow and the mid rca stent was open. The lesion was not an in stent restenosis (isr) or a peri-stent restenosis and was not treated. Five days later, a staged procedure was done to treat the proximal circumflex. The indication for the index procedure was previous a non-q wave myocardial infarction (greater than seven days prior) and a nuclear scan. The patient was found to have three (3) vessel disease and had two (2) lesions treated. A staged procedure was planned due to reimbursement. The patient was discharged three days after the procedure. Target lesion #1: the lesion was the mid rca. The lesion was reported to be: native coronary, a 90% stenosis, de novo, vessel diameter of 2.5mm, lesion length 18mm, irregular, readily accessible, eccentric, and type c. The lesion was pre-dilated with a 2.0 x 10mm balloon at 14 atm. A 2.5 x 18mm cypher select plus stent was implanted at 14 atm with satisfactory results. The stent was not post-dilated. A satisfactory result was obtained. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. Target lesion #2: the lesion was the proximal rca. The lesion was reported to be: native, de novo, irregular, readily accessible, eccentric, vessel diameter 3.0 mm, 23 mm in length, a 60% stenosis and type c. The lesion was pre-dilated with a 3.0 x 10mm balloon at 14 atm. A cypher select plus 3.0 x 23mm was implanted at 14 atm with satisfactory results. The stent was not post-dilated. A satisfactory result was not obtained. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for eval and testing. A female from the study experienced in-stent restenosis approx eight months post implantation of two cypher stents. Pat medical history includes hypertension, hyperlipidaemia, diabetes mellitus, previous myocardial infarction (mi), congestive heart failure (chf) and moderate to severe renal disease. This pt's history puts her at increased risk for mace. The indication for the procedure was a previous non-q wave myocardial infarction greater than seven days prior. The pt was diagnosed with three-vessel disease. Two lesions were treated during the index procedure, and a staged procedure was planned due to reimbursement issues. The pt received a 2.5 x 18 mm in the proximal right coronary artery (rca) and a 3.0 x 23 mm in the mid rca. The pt had mildly elevated cardiac enzymes after the index procedure. There were no procedural complications, and the pt was discharged three days after the procedure. Sixteen days post index procedure; the pt had a non-q wave myocardial infarction (mi) and was hospitalized for pulmonary edema. It was reported that the mi was not target vessel related and was unrelated to any cordis product. Angiography revealed a 50% stenosis in the proximal rca stent with timi 3 flow and the mid rca stent was patent. Five days later, a staged procedure was conducted to treat a lesion in the proximal circumflex. Approx eight and one-half months after the index procedure, the pt had a re-percutaneous coronary intervention (re-pci) two days after admission. The two previously implanted cypher select plus stents: a 2.5 x 18 mm and a 3.0 x 23 mm stent had diffuse 50% in-stent restenosis and timi 3 flow. These lesions were not treated at this time. The pt was admitted due to a non-q wave, anterior wall myocardial infarction (mi) and heart failure (chf). The pt was intubated. The pt was said to have progression of disease in the left anterior descending (lad) and a pci was done with implantation of two bare metal stents. The mi/chf were reported to be; unrelated to the study devices/procedure, was not target vessel related, and did not require CABG surgery. There was no evidence of stent thrombosis. The products remain implanted in the pt and are thus not available for eval. A device history record review was performed and showed that these lots of products met all requirements per the applicable mfg qual plan. Restenosis is a known adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Pts who are known to e at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenosis lesions. Based on the info available, the pt's critical medical history and the severe progression of coronary artery disease may have contributed to this pt's restenosis. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2008-00232. Please note that this is the initial/final report for this product.